Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. No moisture damage found on electronic assembly. The insulin pump did have a cracked case window display corner and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 211 mg/dl. The customer stated the insulin pump was exposed to moisture. She also mentioned the insulin pump did have a couple crack on the below the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.